Manufacturer narrative:
Device not received for evaluation.

Event description:
It was reported that the coil (subject device) prematurely detached inside the micro catheter without using any detachment system. The subject device was replaced, and the procedure was completed successfully. There were no clinical consequences to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date added. D4 expiration date added. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated the device was prepared as per dfu and continuous flush was maintained throughout the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported . H3 other text : device not returned for evaluation.

Event description:
It was reported that the coil (subject device) prematurely detached inside the micro catheter without using any detachment system. The subject device was replaced, and the procedure was completed successfully. There were no clinical consequences to the patient due to this event.